Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2022 while reportedly wearing the lifevest. The patient received an inappropriate shock.   The device was started up at 06:01:07 on (B)(6) 2022. At 23:14:17, asystole was detected. ECG shows sinus bradycardia @ 40 bpm with hb degrading to asystole with intermittent cardiac activity. At 23:16:08, an arrhythmia was detected. ECG shows asystole with intermittent cardiac activity and CPR/motion artifact. At 23:17:25, the patient received an inappropriate treatment. The rhythm at the time of treatment was asystole with intermittent cardiac activity and CPR/motion artifact. The post shock rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 23:39:06 on (B)(6) 2022. Per holter monitor the patient was in asystole with CPR/electrode lead fall off. The rhythm then transitions to an idioventricular rhythm from 30-70 bpm slowing to an idioventricular rhythm @ 40 bpm from approximately 23:18:23 until the time of the electrode belt disconnection. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Device evaluation of the monitor has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.